Manufacturer narrative:
This device has been returned, however analysis of this device is not necessary. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system was explanted due to infection. There were no additional adverse effects reported.